Event description:
A us distributor contacted zoll to report that a patient developed a bed sore under the lifevest equipment. The patient described the area as red bed sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician removed the lifevest for the skin irritation. Follow up indicated that the bed sore improved.